Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of a no power up condition. However, the logs did show a single occurrence of a device reset. The customer was contacted for clarification on the malfunction but it could not be determined if the problem was no power or a device reset. Therefore, it could not be firmly established that the device reset was related to the customer's report. No trend is associated with reports of this type.